Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the resistance was not determined; it was communicated with the customer and it may be caused by vascular tortuosity. The resistance came from the catheter tip. When the stent was withdrawn from the body, it was stuck at the catheter tip. A continuous saline flush was administered and maintained as indicated in the IFU. The surgeon used a lot of force when operating the pipeline pushwire proximal end, and a crease already appeared,

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex and phenom 27 catheter were returned inside the inner pouch, bio-hazard bag, and shipping box. ¿ damage location details: the tip coil was found to be stretched. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found opened and frayed. No bend was found on the pushwire. No defects were found with the distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 6.0cm to 10.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex could not be pushed forward or removed. The catheter was cut to remove the pipeline flex. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex was returned stuck inside the phenom 27 catheter. The observed damage on the catheter (accordioning), tip coil (stretching), braid (fraying), and hypotube (stretching) indicates that high force was likely used. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and a lack of the continuous flush with heparinized saline during the procedure. However, the customer reported that the vessel tortuosity was moderate, and the continuous flush was used during delivery, which rules out these factors as potential causes. The root cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the after the surgeon planned to fill the coil, the guide wire led the phenom27 to the cavernous sinus segment, passed smoothly through the internal carotid artery to reach m2, and then selected a 4-25 stent according to the size, hydrated and delivered it. Halfway through, it was found that there was great resistance. Then the delivery was continued. When it reached the tumor neck, the resistance was extremely large, but the stent could be pushed. The surgeon continued to deliver it to the m1 level segment and began to deploy the stent. It was found that the stent was stuck, the stent guide wire could not be pushed, and the microcatheter could not be withdrawn. We analyzed whether the proximal end of the stent was stuck on the bend, so withdrew the stent guidewire + microcatheter to the internal carotid t-bifurcation. It was found that the stent guidewire still could not be manipulated. During the whole process, the stent development guidewire kept showing a "snake shape". After several attempts, the stent tip could not come out, so replaced with a new 4-20 stent and microcatheter. The second delivery was very easy and the surgery was successfully completed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ophthalmic artery with a max diameter of 14 mm and a 13 mm neck diameter. Landing zone: distal: 3.8 mm and proximal: 2.3 mm. The accessed vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was 1.the angiographic result post procedure showed a large internal carotid artery aneurysm. Ancillary devices include an 8f puncture sheath, 8f guiding catheter, phenom27 microcatheter, echelon 10 microcatheter, synchro 14 guidewire, and qc-14-40-3d,qc-10-30-3d,qc-10-30-3d,qc-8-30-3d coils .